Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and complete vault prolapse. It was reported that the patient had the concurrent procedures of a davinci assisted colpopexy, lysis of adhesions, suprapubic tube placement, coaptite injections, and cystourethroscopy performed during mesh implantation. The following outcomes were attributed to the device: pain, recurrence, dyspareunia and urinary problems. It was reported that the patient underwent coaptite transurethral injections to treat stress urinary incontinence on (B)(6) 2012. No additional information was provided. (B)(4).